Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, customers blood glucose level displayed high and was resolved with a manual insulin injection. The customer continued to use the pump for insulin therapy.